Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto 3 system. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one paroxysmal atrial fibrillation patient in the control group developed arteriovenous fistula which was managed medically. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "real-time contact force sensing for pulmonary vein isolation in the setting of paroxysmal atrial fibrillation: procedural and 1-year results." The purpose of this study was to investigate the additional benefit of contact force technology during pulmonary vein isolation for paroxysmal atrial fibrillation to improve mid-term clinical outcome. Other adverse events were reported in this article: one patient in control group hematoma managed medically; one patient in control group pericardial effusion treated conservatively; one patient in cf group hematoma managed medically; two patients in cf group pericardial effusion treated conservatively; suspected device is thermocool smarttouch/ ez steer thermocool ablation catheter, however catalog and lot number are unknown. Concomitant products were used during this study: carto 3 system.